Event description:
It was reported that during a ptca/stent procedure following predilatation, the stent delivery system balloon was advanced, inflated and deflated. Following deflation, it was noted under fluoroscopy that the proximal end of the balloon was fully inflated. The vessel was completely blocked by the inflated balloon. An increase in the patient's heart rate and st elevation were noted. The procedure was completed by post-dilating with another balloon catheter. There was no patient injury reported.